Event description:
It was reported that the patient is deceased. Additional information reported that a patient alert was triggered and that during device interrogation, which noted oversensing and pacing impedance greater than 3000 ohms, the patient received five inappropriate shocks. Prior to lead extraction, the physician noted visible damage in the lead near the anchoring sleeve. During the extraction procedure via laser, the innominate artery was damaged and the patient went into cardiac arrest. The patient was placed on an extracorporeal pump while an emergency surgery repair was performed. The patient died the following day and the cause of death was idiopathic ventricular fibrillation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.